Event description:
It was reported by the customer that a pyxis medstation es system get an error regarding the insufficient medication quantity. The customer stated that the medication not available to remove despite showing on the profile which directly impacting the patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction for initial MFR 2016493-2024-00681was provided for section d1. Upon investigation of the actual device used in this incident, it was determined the few medications order was not prompted to remove even it was in the profile. The technical support specialist verified that the issue was resolved, provided a bad or good order, and both were mapped properly and had the proper unit of measure. The system functioned as intended after the technical support specialist assessed the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-sep-2022 to 18-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the few medications order was not prompted to remove even it was in the profile. The technical support specialist verified and provided a bad or good order, and both were mapped properly and had the proper unit of measure. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system get an error regarding the insufficient medication quantity. The customer stated that the medication not available to remove despite showing on the profile which directly impacting the patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.